Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll UK for evaluation. The customer's reported problem was observed and attributed to user mishandling of the device. The evaluation found evidence of physical damages that were not consistent with normal wear and tear of the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.